Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this boston scientific implantable device and three competitive leads were part of a system revision due to erosion and infection. A replacement device manufactured by a competitor was implanted. The device was not returned for testing. No additional adverse patient effects reported.